Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2017 and mesh was implanted during which the surgeon noted ¿a portion of small bowel adhesed up toward the mesh. He noted that the bowel was taken down sharply and the mesh was explanted. Greater than 30 minutes was spent lysing significant adhesions. Bilateral component separations were performed.¿ it was reported that the patient experienced severe pain, dense adhesions, bulging, inflammation, stress and anxiety. The patient had a previous mesh implanted on (B)(6) 2015 which is captured in separate file. No additional information was provided.